Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of a sensor anomaly. The customer's blood glucose reading was 175 mg/dl while his sensor glucose reading was 177 mg/dl. The customer's sensor and blood glucose readings are not within acceptable range. The customer stated that for the last couple of days, the pump went into threshold suspend and he had high blood glucose readings due to a cold. The customer stated that he calibrated 4 times per day when he wakes up and before lunch. The customer was advised to try suggestions discussed and monitor the sensor glucose performance.